Event description:
The caller reported that the t:slim x2 pump battery was not charging properly. There was no adverse impact to the customer's blood glucose level. Although the caller tried a different charging cable, the issue was not resolved, prompting tandem technical support to send a replacement cable and wall adapter via two-day shipping with a follow-up planned. If the battery depletes before receiving the new supplies, the customer will use multiple daily injections (mdi). Upon follow-up patient informed cts that using different charging supplies did not resolve the issue. Cts to replace pump.